Event description:
Event description cpi received an implant form which indicated that this transvenous defibrillation lead was explanted bcause of -twiddler's syndrome- which resulted in variable impedance readings from 700 ohms to greater than 2000 ohms.